Event description:
Clinical study. Same case as 2134265-2009-00348. It was reported that 104 days after a coronary artery stenting procedure the pt expired. Lesion 1 was a 3.0 mm, 90% stenosed, 28 mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with pre-dilatation using a 2.5 x 15 mm balloon (12 atms), and successfully placing a taxus express2 3.0 x 28 mm (16 atms) study stent. Post-dilatation was performed with the taxus sds balloon (16 atms). Lesion 2 was a 2.75 mm, 90% stenosed, 24 mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with pre-dilatation using a 2.8 x 15 mm balloon (12 atms), and successful placement of a taxus express2 2.75 x 24 mm (16 atms) placed in the target lesion. Post-dilatation was performed with the taxus sds balloon (16 atms). Ivus was performed which confirmed the stents was implanted properly. Residual stensons in the lesion was 0%. Timi flow:3. In distal rca, a non bsc stent 3.0 x 10 mm was implanted (details are unk). The pt was discharged the next day. At 86 days after the index procedure, acute cardiac failure was reported. At 101 days after the index procedure, pci was performed for the 90% stenotic lesion in distal circumflex and the physician placed a non bsc, stent in the lesion. At 3 days later (104 days after the index procedure) the pt expired. It was stated that the pt was taken to another hospital and his death was confirmed. When the pt was taken to the hospital, asystole was confirmed and the pt expired.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.